Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the heavily tortuous chronically totally occluded (cto) superficial femoral artery (sfa) to common iliac artery (cia). Pre-dilatation was performed. The 8.0mmx39mmx80cm omnilink elite stent delivery system (sds) failed multiple attempts to cross the lesion reportedly due to interactions with a deployed non-abbott stent implant, and the omnilink elite stent implant dislodged. The dislodged stent implant was successfully snared. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. A 9.0mmx39mmx80cm omnilink elite stent implant was deployed to successfully complete the procedure. There was no additional information provided.